Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had intermittent power issue and the battery cap threads were stripped. The reporter stated that there was no damage to the battery compartment and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battey cap has not been returned to animas. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.